Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the100 value properly on display graph. Unit was also programmed with test glucose meter and communicated properly and recorded the 69 mg/dl value properly from glucose meter. Unit received with intermittent esc button due to flattened dome switch. No cosmetic damagenoted.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 199 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.